Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain in her right side / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea, vomiting and menstruation irregular ("menstrual irregularities"). The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy and left tubal cauterization, including removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, nausea, vomiting and menstruation irregular outcome was unknown. The reporter considered abdominal distension, menstruation irregular, nausea, pelvic pain and vomiting to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain in her right side / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), vomiting ("vomiting") and menstruation irregular ("menstrual irregularities"). The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy and left tubal cauterization, including removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, nausea, vomiting and menstruation irregular outcome was unknown. The reporter considered abdominal distension, menstruation irregular, nausea, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc (product technical complaint) . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent./malposition of essure device'), salpingitis ('mild chronic salpingitis'), pelvic pain ('severe pain in her right side / pain, lower right side pain/severe pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 802262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent in right fallopian tube" in (B)(6) 2013. The patient's medical history included gas evolution in intestine, urinary frequency, malaise and uterine prolapse. She denies urinary or bowel complaints. Concomitant products included potassium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), vomiting ("vomiting"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual period/ menstrual cramp") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("menstrual irregularities/excessive and frequent irregular menses"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"), groin pain ("other injury(ies) or complication (s) please describe: right leg groin area"), abdominal pain upper ("severe stomach pain"), incontinence ("incontinence") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, abdominal distension, nausea, vomiting, menstruation irregular, mood altered, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain, alopecia, back pain, incontinence and polymenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, incontinence, menorrhagia, menstruation irregular, mood altered, nausea, pelvic pain, polymenorrhoea, salpingitis, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted : date of insertion : (B)(6) 2013 as per previous follow up, (B)(6) 2013. Discrepancy noted in essure confirmation test. Date of removal: (B)(6) 2013 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2013: type of test: - I don't recall. Result: perforation (fallopian tube). Pathology test - on (B)(6) 2013: fallopian tube, right, salpingectomy; mild chronic salpingitis. Essure device. Urinary system x-ray - on (B)(6) 2013: unknown. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Event: incontinence, frequent menses were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent./malposition of essure device'), salpingitis ('mild chronic salpingitis'), pelvic pain ('severe pain in her right side / pain, lower right side pain/severe pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 802262- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent in right fallopian tube" in (B)(6) 2013. The patient's medical history included gas evolution in intestine, urinary frequency, malaise and uterine prolapse. She denies urinary or bowel complaints. Concomitant products included potassium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), vomiting ("vomiting"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual period/ menstrual cramp") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("menstrual irregularities/excessive and frequent irregular menses"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"), groin pain ("other injury(ies) or complication (s) please describe: right leg groin area"), abdominal pain upper ("severe stomach pain"), incontinence ("incontinence") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, abdominal distension, nausea, vomiting, menstruation irregular, mood altered, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain, alopecia, back pain, incontinence and polymenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, incontinence, menorrhagia, menstruation irregular, mood altered, nausea, pelvic pain, polymenorrhoea, salpingitis, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted : date of insertion : on (B)(6) 2013 as per previous follow up, on (B)(6) 2013. Discrepancy noted in essure confirmation test. Date of removal: on (B)(6) 2013 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2013: type of test: - I don't recall. Result: perforation (fallopian tube). Pathology test - on (B)(6) 2013: fallopian tube, right, salpingectomy; mild chronic salpingitis. Essure device. Urinary system x-ray - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent.'), pelvic pain ('severe pain in her right side / pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent in right fallopian tube" in august 2013. Concomitant products included potassium. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), vomiting ("vomiting"), menstruation irregular ("menstrual irregularities"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and groin pain ("other injury(ies) or complication (s) please describe: right leg groin area"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), ablation and diagnostic laparoscopy with right salpingectomy and left tubal cauterization, including removal). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal distension, nausea, vomiting, menstruation irregular, mood altered, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, menorrhagia, menstruation irregular, mood altered, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted : date of insertion : (B)(6) 2013 as per previous follow up. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2013: type of test: - I don't recall. Result: perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of product technical compliant no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent.'), pelvic pain ('severe pain in her right side / pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent in right fallopian tube" in august 2013. Concomitant products included potassium. In july 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual period"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), vomiting ("vomiting"), menstruation irregular ("menstrual irregularities"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and groin pain ("other injury(ies) or complication (s) please describe: right leg groin area"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), ablation and diagnostic laparoscopy with right salpingectomy and left tubal cauterization, including removal). Essure was removed in august 2013. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, abdominal distension, nausea, vomiting, menstruation irregular, mood altered, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, menorrhagia, menstruation irregular, mood altered, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted : date of insertion : (B)(6) 2013 as per previous follow up. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in august 2013: type of test: - I don't recall. Result: perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant medication added. Events : perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent , menorrhagia, hormonal changes describe: moody, abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, malposition of essure device location of device: bent in right fallopian tube, dysmenorrhea (cramping)/ menstrual period, dyspareunia (painful sexual intercourse)/ pain during sex, vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: right leg groin area, hair loss were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / right fallopian tube had been punctured by the coil that had bent./malposition of essure device'), salpingitis ('mild chronic salpingitis'), pelvic pain ('severe pain in her right side / pain, lower right side pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 802262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: bent in right fallopian tube" in (B)(6) 2013. The patient's medical history included gas evolution in intestine, urinary frequency, malaise and uterine prolapse. She denies urinary or bowel complaints. Concomitant products included potassium. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moody"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual period/ menstrual cramp"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), vomiting ("vomiting"), menstruation irregular ("menstrual irregularities/excessive and frequent irregular menses"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"), groin pain ("other injury(ies) or complication (s) please describe: right leg groin area"), back pain ("back pain") and abdominal pain upper ("severe stomach pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), ablation and diagnostic laparoscopy with right salpingectomy and left tubal cauterization, including removal). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, abdominal distension, nausea, vomiting, menstruation irregular, mood altered, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain, alopecia and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, groin pain, menorrhagia, menstruation irregular, mood altered, nausea, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted : date of insertion: (B)(6) 2013 as per previous follow up. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2013: type of test: - I don't recall. Result: perforation (fallopian tube). Pathology test - on (B)(6) 2013: fallopian tube, right, salpingectomy; mild chronic salpingitis. Essure device. Urinary system x-ray - on (B)(6) 2013: most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received lot number was added. Events "back pain, severe stomach pain & salpingitis" were added. Outcome of events " severe stomach pain and bleeding" were updated as recovered. Medical history, reporter information and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.